Event description:
The patient presented to the emergency room experiencing chest pain and diaphragmatic stimulation. The lead exhibited low impedance and loss of sensing and capture. A perforation was suspected and the physician repositioned the lead successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.